Event description:
It was reported that the pt had mild malocclusion and wound dehiscence at angle and hence a revision surgery was performed.

Manufacturer narrative:
The product was not returned for investigation. Based on the available information, the actual root cause for the reported event could not be determined. Statistical evaluation did not reveal any device related issue.